Event description:
It was reported that the patient had inadequate pain relief. It was also noted that the implantable pulse generator (ipg) was difficult to charge, and the charge would not last for more than a day. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.